Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and self test. Pump was monitored and tested with no replace battery now alarm or unexpected battery power loss noted. Battery cap was inspected and no anomaly noted. Pump received with detached/missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that the insulin pump switches off. The customer¿s blood glucose level was 9.4 mmol/l at the time of incident. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. The customer was advised to continue to wear insulin pump until replacement arrives. The device will be returned for analysis.